Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose of 500 mg/dl with nausea, vomiting, shortness of breath, and ketones. The patient indicated that upon waking, the insulin pump was found to be without power. The patient reported trying a new battery and the pump emitted an audible tone but immediately progressed to a low battery alarm and then lost power. This report is made based on the allegation that the patient experienced hyperglycemia related to pump power loss.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: there was no pump black box data from the time of the event due to continued patient use. The review of the available black box history showed no evidence of power events occurring. The pump was examined and a small crack was found in the battery compartment at the case seal. The battery cap secured to the pump and the pump powered on and was exercised for 24 hours without power issues occurring. A (B)(4) flow accuracy test was completed and the pump was found to be delivering within specifications. The pump cover was removed and no moisture damage or intermittent connections were found inside the pump. Unrelated to the complaint, the audible tone reading taken during testing was below specifications however no damage was found to the pump¿s audible alarm assembly.